Manufacturer narrative:
(B)(4). Batch # unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event you provided. When "after firing, the stapler not formation" were the staples malformed (meaning unformed or not in proper b form shape)? What was done to address the situation? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, after firing, the staples did not form. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when "after firing, the stapler not formation" were the staples malformed (meaning unformed or not in proper b form shape)? Unformed what was done to address the situation? Use suture anastomosis how was the procedure completed? Use suture anastomosis when "after firing, the stapler not formation" were the staples malformed (meaning unformed or not in proper b form shape)? Unformed what was done to address the situation? Use suture anastomosis how was the procedure completed? Use suture anastomosis the device was discarded.